Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving morphine (5 mg/ml at 0.704 mg/day) and bupivacaine (5 mg/ml at 0.704 mg/day) from an implanted pump. The indication for use was non-malignant pain. The patient¿s health problems included hypothyroidism (onset (B)(6) 2016), depressive disorder (onset (B)(6) 2016), carpal tunnel syndrome r>l (onset (B)(6) 2014), intestinal volvulus (onset (B)(6) 2013), degenerative joint disease of shoulder region (onset (B)(6) 2013), lumbar post laminectomy syndrome (onset (B)(6) 2012), spinal stenosis ((B)(6) 2014), backache (onset (B)(6) 2012), fitting procedure (onset (B)(6) 2013), and neck sprain ((B)(6) 2014). The patient¿s allergies include fentanyl, keflex, and penicillin. The patient¿s medical history includes adhd, allergies/hayfever, anxiety/depression, arthritis, blood transfusion, brain tumor (pineal gland cyst), epilepsy/seizures, headaches, hospitalizations, and hypothyroidism. The patient¿s surgical history includes pump revisions from (B)(6) 2015. The patient also has a history of previous falls, weakness or unsteady gait, taking medications affecting mental status or activity, history of seizures, dementia, convulsions, or disorientation, altered elimination, impaired mobility, and the patient¿s abilities, barriers to learning, readiness to learn have been identified (written). On 2016-06-16 it was reported that the patient had experienced impaired wound healing (date of onset (B)(6) 2012) and an open would on their back (date of onset (B)(6) 2012). The patient also had a wound seroma, infection of skin, and dehiscence of wound of skin. On (B)(6) 2016 seroma was listed as a complication of surgical and medical care. It was also noted that the patient had three pumps (including the current pump). The patient received a new pump in the left lower quadrant in (B)(6) 2012 but the pump became infected in (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.